Manufacturer narrative:
C-2003 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. No ae reported. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that the parts associated with these records conformed to material and dimensional specification when manufactured. This failure mode has been reported to corin previously and as a result of this feedback corin have initiated a project to research implementing a new thread design for this instrument. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that the thread on a trinity std introducer/impactor handle was broken.